Event description:
After an ercp, the physician was using a wilson-cook quicksilver bipolar coagulation probe to cauterize a sphincterotomy bleed. The bi-polar probe was advanced through the accessory channel of the endoscope. When the probe exited the end of the endoscope, they could visualize that the tip had detached from the probe. Forceps were used to remove the tip of the bi-polar probe. The patient's condition was stable, post procedure.